Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing was observed on the device. Programming changes were recommended. Physician decided to not make any programming changes and wished to discuss the potential changes with an electrophysiologists. No further information available.

Event description:
New information received on june 25th, 2018 states that myopotential oversensing issue was observed via merlin.net transmission programming changes were recommended. No further information available.

Event description:
New information received on july 19th, 2018 states that programming changes were made. Patient was stable.